Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the evaluation code of b17 was an error. It should have been b20 on the original MDR. Additional information was provided in b.3. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint.the lens has been implanted for three years. No plans to explant the lens. The surgeon did not wish to provide documents related to the case. The patient is not uncomfortable, and the surgeon will continue to monitor over time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had glistening of the implant. The lens remains implanted. There are two medical device reports associated with this patient. This report is associated with the right. Additional information has been received and stated that no symptoms in the days following surgery. The glistening's appeared 3 years after implantation. No action has been taken, the surgeon will see over time whether or not the glistening's stabilize.